Event description:
The device was returned with the report of ¿burnt forceps¿. There was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis found that the black plastic part is burnt at the connection. The device failed electrical testing. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument.